Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Event description:
It was reported that the button on the bd insyte¿ autoguard¿ shielded IV catheter became stuck and would not retract the needle during use. This event occurred an unspecified amount of times. The following information was provided by the initial reporter: "I continue to get complaints from nursing regarding 22g autoguards... I do not think it is a provider issue as it is only 22g needles and it is nurses from all different areas... Once the IV is placed the nurse is not able to withdraw the needle. The button sticks. They either have to manipulate the product to get the safety mechanism to work which risks losing the IV or they have to withdraw the needle and catheter and start over. Patients have had to have multiple sticks since the needle is not withdrawing appropriately.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the button on the bd insyte¿ autoguard¿ shielded IV catheter became stuck and would not retract the needle during use. This event occurred an unspecified amount of times. The following information was provided by the initial reporter: "I continue to get complaints from nursing regarding 22g autoguards. I do not think it is a provider issue as it is only 22g needles and it is nurses from all different areas. Once the IV is placed the nurse is not able to withdraw the needle. The button sticks. They either have to manipulate the product to get the safety mechanism to work which risks losing the IV or they have to withdraw the needle and catheter and start over. Patients have had to have multiple sticks since the needle is not withdrawing appropriately."